Event description:
It was reported, the rigid video scope did not transmit an image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and therefore the image is green. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope did not transmit an image. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.